Event description:
A nurse reported that the combi set line transducers are consistently getting wet and the line sets have consistently caused tmp issues with our dialysis machines. It seems to be all of the combi set lines under model # 03-2522-1.in a follow up, the nurse said there is no issue during priming other than sometimes the venous transducer will get wet. Most often the issue is when treatment is running the tmp will start to alarm and no obvious cause of the problem. Once the transducer is changed out, the alarms subside. The issue is due to consistent alarming patients are clotting off and we are having to re-string lines. No injury has come to any patient. Just interruption in treatment. There are no sample products to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.